Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and emergency medical services was dispatched on (B)(6) 2021. Customer¿s blood glucose level was 25 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 289 mg/dl the customer was treated with other intravenous glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.